Event description:
A social media complaint was received in which the customer reported an unspecified issue with the use of the adc device. The customer indicated that due to this issue, they "were in the hospital for 3 weeks." No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A social media complaint was received in which the customer reported an unspecified issue with the use of the adc device. The customer indicated that due to this issue, they "were in the hospital for 3 weeks." No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.